Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a physician performed a yag capsulotomy on a (B)(6) female who had an intraocular lens (iol), model z9002 (silicone, power 22.0), implanted on (B)(6) 2008 in her left eye. She had diffuse punctate white opacities which the physician thought were in the capsule. However, after the capsulotomy, the opacities remained and appeared to be more on the posterior surface of the iol itself. Pre-yag vision was 20/25 to 20/30- in the affected eye. The yag procedure was performed on (B)(6) 2015. No complications or delays were reported. No further information was provided.

Manufacturer narrative:
Device evaluation: to date, the intraocular lens remains implanted; therefore, the lens was not returned for investigation. A visual examination of the photo provided by the customer was performed. The presence or absence of inclusions was not noticeable on the photo. The reported complaint of inclusions/opacity was not verifiable with the provided photo. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review identified no non-conformance reports (ncr) associated with the production order. The silicone lens material mixture was reviewed and found to be within specifications. The units were released according to specification. The review identified no non-conformance reports (ncr) associated with this production order. Slit lamp inspection for lens buttons, is performed during manufacturing and inspection completed for haze inspections. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling for the intraocular lenses. Based on the manufacturing records review, analysis of the product photo, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. The reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received from the doctor reports patient's final visual acuity is 20/20-. No further information was provided. All pertinent information available to abbott medical optics has been submitted.